Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose value was 30 mg/dl at the time of the incident. Customer had seizure. The customer declined troubleshooting for low blood glucose. The customer was treated with glucagon shots. Customer's current blood glucose level was 149 mg/dl. Customer stated that insulin pump was over delivery and under delivering insulin. Customer stated that they were getting too much and not enough insulin. Customer was assisted troubleshooting for high blood glucose level. The customer was treated with the insulin pump, manual injection and insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported possible motor issue and scratched or foggy screen. Customer reported battery cap fell apart and received insulin flow blocked alert so often. No further patient complications were reported. The device will not be returned for analysis.